Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt206 adult inspiratory heated breathing circuit kit is currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility (B)(6) reported via a distributor that the pressure line was missing from an rt206 adult breathing circuit kit. This was noticed before use on a pt. No pt consequence was reported.